Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00mm x 16mm synergy ii stent was selected for use. However, during preparation, upon opening the device and pulling off the stent cover, the stent came off from the delivery system. The procedure was completed with another 3.00mm x 16mm synergy ii stent. No patient complications were reported.